Manufacturer narrative:
Evaluation completed. One opened bl5425wv from lot v6998 was returned. The expiration date on the label is 2017/10. The tip protector was not returned. Received with the tape wrapped around the needle. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle did not always retract causing the port to be blocked. The cutter cuts when the cut rate was below 4000. It should be noted that a bent needle could contribute to poor cutting performance due to binding between the inner and out needle assemblies. The cause of the bent needle tip cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter was not working properly. No patient injury.